Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21086363. Further information provided by the customer indicates that leakage occurred upon connection to an unknown infusion set, however no damage was visible to the smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21086363 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd alaris smartsite needle-free valve experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: it was found that the joint connected to the infusion set was leaking.